Manufacturer narrative:
Exact date unknown, event occurred when ipg died approximately 2 years ago, and she was managing unrelated health conditions from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the ipg and the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.